Event description:
Patient was being positioned on or table for anterior cervical fusion with horseshoe head holder. Surgeon felt that head holder moved as pressure was being applied. Circulating nursing did not observe any movement. No patient harm per surgeon. Device sent to manufacturer for evaluation.